Event description:
It was reported that the patient presented for implant. It was noted during the procedure that the new left ventricular (lv) lead continued to pull back when the physician would remove the sheath. Numbers were the best, so the physician opted for a longer spacing lv lead to see if it would track a little further and if the vectors on the lv lead would activate a better area of the heart. There were no patient consequences.